Event description:
Surgery was ongoing and bovie was not working. Bovie adapter was changed and bovie was working when bovie cord attached to the grasper was on fire. Cord and grasper was removed immediately. No injury to pt or user.